Event description:
It was reported that the patient experienced ineffective pain coverage from their spinal cord stimulation lead due to high impedances. The patient underwent a revision procedure to replace the lead. During the revision as the surgeon disconnected the lead from the implantable pulse generator, ipg, he noted the cable was torn. There was only one side of the lead still connected to the ipg. The physician replaced the lead, and the patient was doing well postoperatively.

Manufacturer narrative:
Update to supplement MDR in block b5.

Event description:
It was reported that the patient experienced ineffective pain coverage from their spinal cord stimulation lead due to high impedances. The patient underwent a revision procedure to replace the lead. During the revision as the surgeon disconnected the lead from the implantable pulse generator, ipg, he noted the cable was torn. There was only one side of the lead still connected to the ipg. The physician replaced the lead, and the patient was doing well postoperatively. Additional information was received that the lead was received at boston scientific and is pending analysis.

Manufacturer narrative:
Update to initial MDR in block d6a implant date: patient implanted (B)(6) 2019, exact date unknown.

Event description:
It was reported that the patient experienced ineffective pain coverage from their spinal cord stimulation lead due to high impedances. The patient underwent a revision procedure to replace the lead. During the revision as the surgeon disconnected the lead from the implantable pulse generator, ipg, he noted the cable was torn. There was only one side of the lead still connected to the ipg. The physician replaced the lead, and the patient was doing well postoperatively.

Manufacturer narrative:
The returned lead (model: sc-2317-70 sn: (B)(6)) was analyzed and revealed the lead was cleanly cut into three pieces from the distal end of the lead. The proximal portion of the lead was not returned. This clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical testing could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patient experienced ineffective pain coverage from their spinal cord stimulation lead due to high impedances. The patient underwent a revision procedure to replace the lead. During the revision as the surgeon disconnected the lead from the implantable pulse generator, ipg, he noted the cable was torn. There was only one side of the lead still connected to the ipg. The physician replaced the lead, and the patient was doing well postoperatively. Additional information was received that the lead was received at boston scientific and is pending analysis.